Event description:
Reporter wore patch overnight for 7-8 hours in 2007 to treat neck and shoulder pain. In the morning, after removing patch, she had a two inch burn on her shoulder. She treated area with otc antibiotic cream for several days, and saw her doctor on six days later for a possible infection. Doctor diagnosed it as a first degree burn and prescribed a burn cream and antibiotic. At time of visit, she received a tetanus shot and antibiotic shot for skin infection.